Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and touchscreen became unresponsive so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping details and warranty status, instructed customer to place damaged pump in storage mode, return it within specified time using provided materials, and advised customer to program pump settings and connect continuous glucose monitor on replacement pump.